Event description:
It was observed that during the device evaluation, the colonovideoscope plastic distal end cover, nozzle, jet tube, and adhesive on bending suction cover glue exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation also found that the water supply volume did not meet the standard value due to clogging of nozzle and the water couldn't be supplied due to clogging of jet tube in control unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remained in the device could not be specified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage caused by damage of the biopsy channel. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.